Manufacturer narrative:
The technician replaced the broken left head side rail to resolve the issue.

Event description:
Technician alleged that the side rail is broken at the upper pivot point and the side rail would not latch. Side rail was not fully detached. No personal injury reported.